Manufacturer narrative:
(B)(4). The problem was confirmed. A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Visual inspection performed with the following issues noted: chip missing. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. The lot number is unknown and therefore a batch review will not be performed.

Event description:
A report was received by baxter (B)(4) on (B)(4) 2012 in which the line separated from the luer lock. It was the dark blue part of the transfer set of the luerlock connector on the miniset and it was connected to the bag. It was noticed that it was lose between the ligth blue and the dark blue. There was patient invovlement, but no medcal injury reported.

Manufacturer narrative:
(B)(4). A report was received by baxter (B)(4) on (B)(4) 2012 in which the line separated from the luer lock. It was the dark blue part of the transfer set of the luerlock connector on the miniset and it was connected to the bag. It was noticed that it was loose between the light blue and the dark blue part. There was patient involvement, but no medical intervention or injury was reported.